Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the left posterior communicating artery with amax diameter of 6mm and a 3.6mm neck diameter. The landing zone was 4.0mm distally and 4.76mm proximally. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 10mm. Dapt (dual antiplatelet treatment) was administered and the pru level was normal. The angiographic result post procedure was smooth blood flow. It was reported that the dense mesh stent could not be opened properly. After several attempts, the dense mesh stent could not be retrieved, so the whole system was removed and a complaint was made. They were replaced with a new dense mesh stent and catheter. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. A wire and catheter were used in attempt to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received that the resistance was located in the distal section. There was no damage to the pipeline pushwire or catheter observed.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the phenom 27 catheter was returned inside of a sealed bio-hazard bag and a shipping box. ¿ visual inspection/damage location details: the catheter tip, marker and body were examined; no damages were found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub, lumen, and tip with no issues. ¿ conclusion: there was no complaint against the phenom 27 catheter. In addition, no issue was found with the returned catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.